Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touchverioiq meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began on (B)(6) 2015 at 22.30. The patient alleged obtaining an inaccurate results of "28, 150 and 149mg/dl" with the subject meter. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan's criteria for precision/accuracy. The patient manages their diabetes with insulin (self-adjuster). The patient confirmed that they did make changes to their usual diabetes management regimen in response to the alleged product issue; the patient alleged taking more food and drink in response to the inaccurate results. The patient denied developing symptoms as a result of the issue. The patient also denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The cca was unable to walk through a retest as the patient did not have control solution. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of a severe injury after the product issue occurred nor did they receive medical intervention. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
The meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.